Event description:
It was reported that approx. 47 months after the implantation the patient received ineffective therapies. The ICD and lead were explanted. Please note this ICD is affected by a field safety corrective action, bio-lqc, initiated in march 2021.

Manufacturer narrative:
Upon receipt, the ICD was interrogated, revealing the battery status mos1 and 26 charging cycles were recorded to the device memory. The memory content of the ICD was inspected. The inspection revealed multiple detected tachycardia due to intrinsic signals on (B)(6), 2021, during which the tachycardia was not terminated after shock delivery. However, the device data revealed no signs of a device malfunction. In conclusion, the clinical observation could be confirmed. However, there was no indication of a device malfunction.